Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and eval of the product, it was discovered that the transformer housing was cracked open. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers ar being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual exam of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0 vdc, which is not normal and indicates that the power supply was not producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse did blow.

Event description:
The customer reported that they pump in style transformer housing was falling apart.